Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15165. It was reported, the pt is experiencing a burning sensation and swelling at the ipg site when stimulation is on. Subsequently, the pt is only able to use stimulation for about 6 hours. The pt did not report any burning while charging. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.